Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported there were complaints about ¿air-in-line¿ alarm or what they believe to be ¿false¿ air in line alarm with the use of the device. The customer states "it is not a case of patient harm at this point other than the infusions taking longer than they should because of this issue". There is no harm to the patients.